Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with po887 - disp.sciss. Shaft mini-metz.d:5/310mm. According to the complaint description, multiple inserts were stiff and difficult to open/manipulate. The type of procedure was a laparoscopic sigmoid colectomy. There was a 20-minute delay while converting to an open laparotomy procedure. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: po887 - disp.sciss. Shaft mini-metz.d:5/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00112). Po889 - disp.sciss. Shaft metzenbaum d:5/420mm (aesculap ag reference no. (B)(4): 9610612-2025-00113). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00114). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00115). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00116). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00117). Po958r - monopolar handle without ratchet (aesculap ag reference no. (B)(4): 9610612-2025-00118). Po958r - monopolar handle without ratchet (aesculap ag reference no. (B)(4): 9610612-2025-00119).

Manufacturer narrative:
Additional information: d9 - product return. H3 - yes, evaluation. H6 - codes updated. Investigation results: aesculap ag has carried out a visual and microscopic inspection. Aesculap ag carried out a functional test: check 1st gear and cut: function test with po958r handle: smooth, even movement when closing and opening. No hooking or snapping when closing and opening. Cut test with interlock fabric type ii (material no. (B)(6). (B)(6)) one layer. No pushing of the fabric, no tugging at the shear blade tip. Aesculap ag carried out a function test, with the result that the device is within the given specifications. Batch history review: a lot number was not provided and a batch history review was not possible, even after faithful attempts for additional information. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/ preventive measures: based on the current information, the reported damage of the product could not be confirmed. No deviation from the specifications could be found. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon investigation results, a CAPA is not required.

Event description:
Associated medwatch reports: po887 - disp.sciss. Shaft mini-metz.d:5/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00112). Po889 - disp.sciss. Shaft metzenbaum d:5/420mm (aesculap ag reference no. (B)(4): 9610612-2025-00113). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00114). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00115). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00116). Po888 - disp.sciss. Shaft metzenbaum d:5mm/310mm (aesculap ag reference no. (B)(4): 9610612-2025-00117). Po958r - monopolar handle without ratchet (aesculap ag reference no. (B)(4): 9610612-2025-00118). Po958r - monopolar handle without ratchet (aesculap ag reference no. (B)(4): 9610612-2025-00119).